Event description:
Pt's one touch ultra meter was reported to have loose battery contact. This issue was not resolved with troubleshooting. Pt was experiencing a headache. Pt's family member tested them and received a low reading (unk what the reading was and when the test was done). They were given something to eat and family member wanted to test them again when the meter failed to function. No adverse event or serious injury reported.